Event description:
It was reported that during a lap super cervical hysterectomy procedure, the device came into contact with metal. They pulled it out and began to clean it. When cleaning the device, the blade was missing. The blade was found outside the patient on the table. There was no error code. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.